Manufacturer narrative:
Concomitant products:addr01 ipg implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing on current and stored atrial electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.